Event description:
It was reported that a patient presented in-clinic for a left ventricular lead revision procedure. Examination of the lv lead had revealed dislodgement and failure to capture. The dislodgement was confirmed through imaging. The lv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout. No patient consequences were reported.